Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B)(6) 2010, the pt reported experiencing elevated blood glucose of 500 mg/dl for the past 2 weeks. Her target blood glucose range is 110-130 mg/dl. She stated, her blood glucose seems to elevate when 130 units of insulin are left in the insulin cartridge. She only uses insulin cartridge for 3 days and insulin does not appear to be cloudy and is not expired. She changes the insulin cartridge, infusion site, and tubing and her blood glucose decreases within 2 hours. The adapter has been in use for 3 months (over 10 insulin cartridge changes). She was advised to change the adapter with every 10th insulin cartridge change. The pt changed the adapter. Upon follow up on (B)(6) 2010, the pt reported, she changed the infusion site and continues to experience elevated blood glucose when her insulin cartridge reaches a certain point. She was advised to switch to the backup infusion device. Further attempts to reach the pt for follow up were unsuccessful. The pt did not require treatment from a health care professional or second party to address the issue. No product was requested to be returned for evaluation.